Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Event description:
Customer states: prior to use, at the inspection, the cuff inflated asymmetry. The stylet was removed at that time. No additional info was made available for this report.